Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, while fixing the mesh to the peritoneum, there was difficulty firing the tack and there was a crunching sound when squeezing. A portion of the reload disengaged into the cavity of the patient but was retrieved right away. Some tacks were able to be fired normally, penetrate and hold onto tissue correctly. They opened another device to complete the case. There was no patient injury.

Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.